Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noticed the battery rapidly depleting. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted in the high 300's (mg/dl). It was reported that the customer did not have back up therapy available and was unable to receive alternate therapy via manual injection due to their body not being responsive to manual injections. It was indicated that the customer would contact their health care provider.